Event description:
It was reported that the catheter had dislodged. Per the hcp it was discovered on (B)(6) 2013 that the catheter was out of the intrathecal space. The pump was programmed to minimum rate at that time. Per the hcp they were considering a stimulation device and would likely no longer use the pump. Revision was not being considered at the time of the report. The pump was used to deliver hydromorphone. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot# j11286r22, implanted: 2002 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).